Manufacturer narrative:
Ps295127 method: the complaint iw934 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photograph provided by the hospital, our knowledge of the product and previous investigations into similar complaints. Results: the photograph revealed that the plastic base was cracked through at the base of one of the legs. Conclusion: cracking of the base plastic legs of the cosycot infant warmer is known to occur due to accessories overloading the maximum weight capacity of 115kg (including accessories). The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked plastic bases, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user. The complaint device is fifteen years old, it is therefore reasonable to expect wear and tear.

Event description:
A hospital in california reported that an iw934 cosycot infant warmer had a cracked base. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint iw934 cosycot infant warmer is not expected to be returned to fisher & paykel healthcare (f&p) regional office for evaluation; however, we are in the process of obtaining further information from the customer. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a cracked base. There was no patient involvement.